Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The caster base and all casters have been replaced to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported that the device caster fell off when rolling out of patient room. There was no report of patient involvement.